Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported seeing "call clinician - warning por" screen since the day before ((B)(6) 2018). The patient mentioned they had been going in for testing for his heart recently, scheduled for (B)(6) 2018 pre-op for heart surgery. He reported he was going through (B)(6) security and he felt a "sting" on a couple occasions 2018. It was noted that the patient needed the power on reset (por) cleared. No further complications were reported or are anticipated. Additional information received on (B)(6) 2019 from the patient indicated that their battery was dead. The patient has an appointment scheduled with a urology on (B)(6).